Event description:
V tubing leaking at y-site, between roller clamp & pinch clamp. Tubing can come apart easily at that junction. Noted when priming ns (normal saline) and was able to replace prior to hooking up to patient.